Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim ventricular catheter (ID 823041) was implanted together with a certas valve via v-p shunt on unknown date with unknown setting. The ventricular catheter was obstructed therefore the catheter was removed and replaced on (B)(6) 2022. The certas valve remains implanted.

Event description:
N/a.

Manufacturer narrative:
The hakim ventricular catheter (ID 823041) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.